Event description:
Customer reported that the insulin pump returned three separate error alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was able to download to the carelink software without any errors. The device passed the self test. No external ram crc error alarm during testing however, displayable history crc check failed on startup alarm found in the alarm history file due to corrupted history file. The device passed the unexpected restart error test, no alarms noted. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.